Event description:
It was reported from canada that prior to surgery, it was observed that the motor device was leaking oil at the swivel joint. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was a little over the sound decibel specification for noise. It was determined that this was due to worn bearings from excessive side load during use. The assignable root cause was determined to be due to user error, abuse, or possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.